Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 195 millimeters (mm) from the terminal pin; two segments were returned. Deformed, flattened conductor coils were noted by the severed end of the tip segment. There were several cuts noted in the insulation and dried bodily fluid was noted in the lumens of both ends of the lead. Resistance testing was completed to assess the electrical performance of the lead. Measurements throughout the test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged prior to being implanted. During the revision procedure it was noted that this lead was cut. The physician believed that this damage occurred during a procedure to implant a left ventricular lead. A new lead was successfully placed.